Event description:
A customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known. Analysis of the AED's log files did not identify a cause for the depleted battery pack. Troubleshooting of the AED with the customer identified that once the new battery was installed and a manual self test run the AED was functioning as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.